Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported via intake right side "pain", "progressive hardening" and "capsular contracture iii". The device remains implanted. Singulair was prescribed as treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 d6a h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported via intake right side "pain", "progressive hardening" and "capsular contracture iii". The device remains implanted. Singulair was prescribed as treatment.